Event description:
It was reported that when the first plate was being malleted intra-operatively, the roi-c cage fractured. The cage and plate were removed and a new cage and set of plates were used to complete the case. Surgery was delayed for approximately 30 minutes, but there were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the first plate was being malleted intra-operatively, the roi-c cage fractured. The cage and plate were removed and a new cage and set of plates were used to complete the case. Surgery was delayed for approximately 30 minutes, but there were no reported patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the cage was fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to malleting the plate off-axis. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.